Event description:
An engineer reported that the shunt was not in the loading chamber correctly when the package was opened. Additional info was received from a technician, who reported the event occurred prior to surgery with no pt harm. She stated, the shunt handle was not secure when the nurse opened the package.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. All products pass 100% final inspection. The express delivery system (eds) wire was not pressed. There is a gap between the shunt and the eds cannula. Light scratches were visible on the spur, when visually inspected under a microscope. The complaint statement "not in loading chamber correctly" could be confirmed. The root cause could not be conclusively determined. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on 05/07/2012. (B)(4).